Event description:
The event log files were submitted for review. The patient had frequent power cable disconnect alarms and low battery alarms since 22feb2024. It was noted that the patient was tethered to fully charged brand new batteries and battery clips at the time of the event. It was also noted that the fully charged batteries seemed to deplete very quickly. The alarms continued after the patient attempted troubleshooting and changed the batteries, cleaned the batteries and battery clips, disconnected and reconnected the battery clips, and connected to the mobile power unit (mpu). The patient also noted a power cable disconnect alarm on 27feb2024 on the black power cable that persisted after troubleshooting. The event log files captured some odd power cable disconnect alarms that occurred on both battery and mpu power. A system controller exchange was scheduled.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of power cable disconnect and low battery alarms was confirmed via log file analysis. A review of the event log files contained data spanning approximately 9 days (21feb2024 ¿ 28feb2024, 15mar2024 per timestamp). On 21feb2024 from 9:04:40 ¿ 9:05:00, 23feb2024 at 12:44:24, and 26feb2024 from 21:38:38 to 27feb2024 at 7:34:55, while connected to battery power, intermittent power cable disconnect and low power alarms activated due to relative state of charge (rsoc) invalid faults associated with both black and white power cables being outside the expected voltage range. The alarms were not associated with power source exchanges and quickly resolved after activating. Pump operation was not affected. The returned heartmate 3 system controller (s/n: (B)(6)) was functionally tested and passed without issue. Atypical events and alarms were unable to be reproduced throughout all testing, even when the controller¿s power cables were manipulated by hand. Every wire within both power cables was also measured, and no atypical measurements were observed. Per the provided information, the patient was using fully charged, brand new batteries and battery clips. It was stated alarms continued even after changing batteries, and after connecting to the mobile power unit. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including power cable disconnect and low voltage alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿equipment maintenance¿ addresses how to properly care for, maintain, and store the equipment for proper use. The heartmate 3 patient handbook (section 2 ¿how your heart pump works¿) and heartmate 3 instructions for use (IFU) (section 2 ¿system operations¿) describe the system controller user interface, including all lights, symbols, and on-screen messages, and explain how to perform a system controller self-test. The heartmate 3 instructions for use section 5 ¿surgical procedures¿ instructs customers that sterile product, which includes the system controller, are intended for a single use only and should not be re-used or re-sterilized. ¿components of the heartmate iii left ventricular assist system that are supplied sterile are intended for single use only and should not be re-used or re-sterilized. Do not use sterile components if sterile packaging is compromised. Contact thoratec for return materials authorization (RMA). Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.